Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm regent valve was selected for implant. During the procedure, the physician experienced resistance while rotating the valve. At some point, there was leaflet detachment from the device. The leaflet was removed from the patient and a new 21mm regent valve was implanted. The patient remained hemodynamically stable throughout the procedure and there was no delay.

Manufacturer narrative:
An event of rotation difficulty, and leaflet dislodgement was reported. The valve was returned with the dislodged leaflet. The orifice was noted to be fractured in half and had surface damage next to the fracture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, the damage may have been caused by an external force applied to the valve, which overstressed the carbon material. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.